Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported insulin delivery was suspended due to the sensor glucose value and blood glucose value difference was not within the target range. The blood glucose was 246 mg/dl at the time of the event. No further details were provided. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device or not. The device will not be returned for product analysis.